Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. Customer's blood glucose value was 537 mg/dl at the time of the call. Assistance was provided to the customer and the customer stated the he would like to change the basal rate from 0.6 to 0.8 for 6 hours. The customer was advised to discuss the basal rate with hcp. Troubleshooting was offered for high bgs but the customer stated that last night his insulin ran out of the reservoir, which resulted in high bgs. The customer requested to replace broken belt clip. Customer was advised that no longer carry the clip. Assisted customer with changing basal rate on the insulin pump. The customer stated the he treated his blood glucose with the pump. The product was not returned for analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.